Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic incisional hernia repair using composite mesh due to complex incisional hernia up and down a prior midline incision for left colon resection for colon cancer several years ago, 4 separate hernia defects. He had revision surgery 1 year and 8 months post-surgery. The patient experienced pain, recurrence, adhesions, bowel obstruction, and surgery.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the indication for implantation was an enlarging symptomatic incisional hernia, with several defects confirmed on CT scan.